Event description:
The reporter contacted animas on (B)(6) 2012 stating the keypad buttons were unresponsive after water exposure. The reporter noted visible moisture behind the display screen and denied trauma to the pump. The patient reportedly wore the pump in a case attached to a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and down arrow keypad buttons had intermittent unresponsiveness. The keypad cover was removed for investigation and no damage or contamination was noted. A leak test was performed and revealed a leak in the case seal. The pump cover was removed for investigation and revealed moisture inside the pump.